Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a coronary spasm. After off label ablations were performed on the CT a spasm was observed on a coronary angiogram. 5 ampoules of nitroglycerine were administered, and the spam was considered resolved. The procedure was completed with the original catheter without further patient complications. The catheter is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.